Manufacturer narrative:
The customer uses vacuette serum tubes. The tube of this sample was recovered and it was empty. The equipment was checked for maintenance, quality controls and error log. All maintenance was up to date and in accordance with specifications. The quality controls were analyzed and were approved. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a nonreactive (negative) atellica im sars-cov-2 total (cov2t) result for a patient sample (sid (B)(6)). The nonreactive (negative) result was considered discordant when compared to the initial reactive (positive) result. This a known positive sample and thus, the reactive (positive) is considered the true result. It is unknown which result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2021-00228 was filed on april 22, 2021. April 23, 2021 - additional information. The customer confirmed that the sample type was serum. It was also confirmed that the system was not serviced by a third party. May 5, 2021 - additional information: siemens reviewed the log file for atellica im sars-cov-2 total (cov2t) lot 709010 non-reproducible results. Both sample probe traces and reagent probe traces for the cov-2 total (cov2t) were analyzed. The reagent probe traces did not indicate any issues with the reagent probe. Sample probe traces were also analyzed and found no indications of an issue that would have given the discrepant results as stated in the complaint. There was a slight leak found in the sample traces which could cause lower results however, on an index assay to go from .05 or .07 to >10 would require significant sample loss which is not present in the results. It was identified that the samples that gave discordant results may not have been the same samples. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2021-00228 was filed on april 22, 2021 and MDR 1219913-2021-00228 supplemental 1 was filed on may 18, 2021. May 28, 2021 - additional information: siemens reviewed the log file for atellica im sars-cov-2 total (cov2t) lot 709010 non-reproducible results. Both sample probe traces and reagent probe traces for the cov-2 total (cov2t) were analyzed. The reagent probe traces did not indicate any issues with the reagent probe. Sample probe traces were also analyzed and no indications of an issue that would have given the discrepant results as stated in the complaint were found. The local team inquired more about the barcodes of the samples. It was determined that the sample with index of 0.7 and >10.0 index (sid (B)(6)) were from different patient samples. The customer requires no further action or support on this issue. A product non-conformance was not identified.